Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and CPR-uni-padz (lot # 2722) were returned to zoll medical japan for evaluation. Review of the device log indicated the last battery installation was on (B)(6) 2022. Beginning (B)(6) 2024, error 02n001 (battery below remaining capacity threshold) was recorded, with daily low-battery warnings continuing until (B)(6) 2025. No device malfunctions were identified during log review. Testing with a known-good aed3 battery confirmed the device functioned normally. The customer's battery was depleted under normal use and confirmed as the cause of the failure to power on. Replacement of the depleted battery is recommended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.